Event description:
The suspect meter showed a variation in test results when compared to the lab. The following test results were reported: inratio 4.4 (old lot), lab 3.1; inratio 4.5 (old lot); inratio 5.3 (old lot), lab 3.7; inratio 4.6 (old lot); inratio 4.8 (old lot), lab 3.6, inratio 4.6 (new lot); inratio 4.4 (old lot), lab 3.7, inratio (new lot). Pt to perform a parallel study using two meters and the lab. Further evaluation to be performed.